Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, erosion, exposure, urinary problems, inflammation and vaginal scarring. Excisions of the exposed mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.